Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were impedances on the lead, as a result, the patient was not receiving effective therapy. As such, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Date of the event is estimated.